Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was having coupling and/or communication issues. A device overdischarge was suspected and the prim ary reason was patient compliance. The patient last felt stimulation 2-6 months ago. She cannot remember the last time she successfully recharged. It was recommended to interrogate the device with the patient programmer. The patient stated she was seeing poor communication. It was recommended to use the antenna locate feature. The patient attempted antenna locate feature multiple times; however, the patient was unsuccessful in reaching a por (power on reset). She stated she has always had issues recharging in the past since she got her device in 2009. The patient stated that she was able to get full coupling but only if she sat real still and it would take all day long to recharge. The patient had gastric bypass surgery on (B)(6) 2011 and has lost 127 lbs. The device was sticking out somewhat like a hockey puck and does not lay flat against her body. Since her gastric bypass surgery, the patient was not getting any coupling bars at all and now her device has quit working. It was reviewed with the patient that the device can take three hits before it will reach eos (end of service).